Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial driven arrhythmia. The rhythm initially detected in the vt zone at a rate of 231 bpm. Three bursts of atp therapy were delivered and the third burst appeared to be proarrhythmic, causing a change in the morphology and accelerating the rate into the vf zone. A 41 joule shock was then delivered, which successfully converted the arrhythmia. The remote monitoring system showed that the patient was seen in the clinic on the day after the episode. Even so, an email was sent to the clinic notifying them of the episode and recommending further review. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.